Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The surgeon noticed that the harmonic ace instrument would not move correctly. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The surgeon went to open the instrument jaws to grasp tissue. The failure was not related to an inability to move the instrument at all. All other movements of the harmonic ace instrument was normal as per the surgeon. The movements of the surgeon did not scale appropriately to the instrument. The observed movement was lesser than intended. The instrument moved with the intent of what the surgeon was directing it through the master tool manipulator. The timing of instrument movement was appropriate. There were no shakiness and/or friction experienced/observed. There were no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent. The surgeon requested that the instrument be removed and replaced with a new one. There was no injury to the patient. The instrument was inspected prior to use with no noted damage. The issue occurred within 10-15 minutes of the case starting.

Manufacturer narrative:
Based on the claim against the product by the customer noting the jaw was not moving properly, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and reported failure was confirmed. The instrument was found to have a torn teflon pad at the distal end, but no material was missing as a result. Additionally, the instrument was placed on the in-house system and passed recognition and engagement. It moved intuitively and followed the mtm (master tool manipulator) commands smoothly.

Event description:
It was reported that during a davinci assisted hiatal hernia surgical procedure, the hinged jaw of the harmonic ace instrument was not moving properly. The surgeon asked for the instrument to be removed and replaced with a new one. The procedure was completed with back up instrument with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.